Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units ECG gains could not be calibrated properly. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). Additional customer contact information: name: (B)(6), occupation: biomedical - coordinator, phone: (B)(6). A getinge field service engineer (fse) found the ECG gains could not be calibrated properly. After replacing the pcb front end board ((B)(6)) finished the pm, full calibration, and tested the unit. The equipment works to the manufacturer¿s specifications, cleared for clinical use, returned to customer.